Event description:
The affiliate reported a customer with an employee who experienced a "burn". The employee reported discoloration and pain of their right and left thumb and index fingers. The employee ran the "burn" site under running water to wash it off. The employee did not seek medical attention and was not prescribed treatment. The employee self-medicated with gentamicin ointment after washing the contact site off under running water. Performance service completed on unit.

Manufacturer narrative:
Hydrogen peroxide contact. Capital equipment, unit evaluated at the facility. The field engineer confirmed the voltage, temperature, and pressure, each function performance confirmed. The plasma test and leakage tests all met specifications. Tests run confirmed the cycle completion without issue.